Event description:
While performing CPAP check off, pt coughing - unit shut off w/o alarms going off. Unable to restart. "Dephragged" unit- started backup. Device sent to clinical engineering for evaluation. No pt harm.